Event description:
It was reported the cable connector was damaged. The external pulse generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device immediately powered off after removing the battery and the inactive current drain was 74 milliamps. The price quotation for repair was rejected by the customer, so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.